Manufacturer narrative:
The insulin pump was received with no up and down button response due to unlocked keypad connector on lcd board. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the up button was unresponsive. The customer's blood glucose was 322 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.